Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00512 / 02721).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date. It was further reported patient underwent a revision procedure on (B)(6) 2002 for an unknown reason. Subsequently, a revision procedure was performed on (B)(6) 2006 due to acetabular cup loosening.